Event description:
Same case as 6000089-2005-00776. After their coronary drug eluting stenting treatment procedure, a possible hypersensitivity reaction occurred. The pt had a taxus express2 3.00 x 16 mm and a 2.50 x 20 mm drug eluting stent implanted in 2004. In 2005 they experienced hot flashes and had a rash all over them body. They had reported similar symptoms to their cardiologist in the past and was told " they doesn't have an allergy to the stents". They feel they are going "down hill" since their stenting and that they are allergic to the stents. They also has issues with blood pressure control. They started plavix at the time of the stenting and indicates that they are allergic to many medications. They saw a second cardiologist and he changed some of their blood pressure but their blood pressure became more elevated so they returned to the previous prescribed medications. This cardiologist also told they were not allergic to the stents. They saw their primary physician in same month regarding their hot flashes and their arms and face turning red. They are on clonidine and dozar for their blood pressure control and hopefully to help them feel better. They are to return in one month for follow up. They also saw another primary physician who said they should the physician who put in them stents and also gave their the name of 2 cardiology specialists. They have an appointment scheduled for mid may with one of the specialists and is waiting to hear from the second. They may schedule with the second as well as they are trying to fing someone to take out the stents. The cardiologist who implanted the stents stated that he would see their and he plans to reaffirm that their symptoms can be from many things. He is going to try taking their off her plavix as it has been at least 6 months since the stenting and may also start their on some macro nutrients. He does not feel their symptoms are related to their stents.